Manufacturer narrative:
One used cadd® blue striped administration set was returned for investigation. The sample was received without its original packaging. The sample was visually inspected at a distance of 12" to 24" and normal conditions of illumination. During inspection of the device, it was found that the administration set tubing had been snapped away from the filter. Investigation was unable to determine the root cause of the observed issue; however, no evidence was found to suggest a manufacturing defect.

Manufacturer narrative:
Voluntary medwatch submission #: mw5066816. The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a cadd® administration set line snapped off on the "white side" of the filter. The patient had to stop intravascular antibiotics until a new line was placed. It was noted that the peripherally inserted central catheter remained in the patient. It was unclear what the impact to the patient was.